Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a pancreatectomy procedure the device misfired when clipping the vessel. Two clips were fired and did not form at all. Both clips were retrieved. The procedure was completed using a like device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # p92j2m. Device analysis: the analysis results found that the mcl20 device was returned with no damage in the external components. In addition, the (B)(4) was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 9 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.